Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer stated that during an infusion of endotool (insulin) post-op, protocol was 2.0 units/hr. The drip changed to 1.9 units/hr per endotool calculation. Due to a potassium of 2.4, endotool was ordered to be stopped and when assessing the infusion with the endotool, the bag was empty. There was no report of patient harm.

Event description:
The customer stated that the patient was started on endotool insulin protocol post-op at 2.0 units/hr. The drip was changed to 1.9 units/hr per the endotool calculation. Abg was drawn by the respiratory therapist. A potassium level was 2.4 so the insulin was ordered to be stopped. When the nurse returned to the patient¿s room to stop the insulin, the bag was found empty. The patient received immediate potassium replacement to stabilize the electrolyte level. No hemodynamic changes or patient harm were reported. The nurse indicated he had programmed the insulin units under dose and not under rate and also had a second nurse verify programming. The nurse stated that after the event, upon inspection of the pump module, ¿the inner door/flap was broken and hanging off at the top¿ (describing the platen). The module was sequestered and removed from use but later could not be located. The pcu was not sequestered.

Manufacturer narrative:
Additional information provided.